Manufacturer narrative:
Examination of the event record reveals a patient whose initial cardiac rhythm is ventricular fibrillation (vf), a shockable rhythm, which the AED correctly identified and appropriately recommended a shock. The AED prepared for and then delivered a defibrillation shock when the rescuer pressed the shock button. In the second analysis period the AED correctly identified the patient's cardiac rhythm as vf and appropriately recommended a shock. A second shock was delivered converting the patient's cardiac rhythm to a sinus rhythm. After a two minute CPR period, the patient appears to have re-fibrillated. In the third analysis period, the AED correctly identified the patient's cardiac rhythm as vf and recommended a shock. While charging, in preparation for shock delivery, the AED did not confirm the shockable rhythm and by design, canceled the shock. This sequence was repeated in the fourth analysis period, initially recommending shock and then later canceling the shock during charging. While confirming the shockable arrhythmia during preparation for the final two recommended shocks, the morphology of the patient's ECG in combination with a high number of narrow complexes caused the AED to categorize the rhythm as a rapid supraventricular tachyarrhythmia (a non-shockable rhythm) causing the cancellations of the shocks and the reason for this MDR. The AED and its algorithm appear to be operating properly and within its specifications; no AED malfunctions are evident.

Event description:
On (B)(4) 2016, a distributor requested an event review for a rescue attempt on a (B)(6) year old male patient where an AED delivered two defibrillation shocks to the patient and aborted two defibrillation shocks. It was reported that the patient survived.